Manufacturer narrative:
The pump user guide states: "only u-100 humalog and novolog have been tested and found to be compatible for use with the pump. The use of lower or higher concentration insulin may cause over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the cartridge and infusion set to resolve the issue. Subsequently, insulin drips were not observed to be exiting out of the infusion set tubing during the load fill tubing process. The infusion set was changed to resolve the issue. Reportedly, the customer was using apidra insulin. Tandem technical support educated the customer on cartridge/insulin usage. Customer's blood glucose was approximately 288 mg/dl.